Event description:
It was reported that the ventilator had problems with the peep (positive end expiratory pressure) level. There was no patient harm. Manufacturer's ref.: (B)(4).

Event description:
Manufacturer's ref #: 228484.

Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. The reported issue could not be reproduced. However, the ventilator logs showed a failure of the pressure transducer test during pre-use check. There was also some residue visible in the expiratory pressure transducer tube. The pressure transducer pc (printed circuit) board was replaced along with the expiratory pressure transducer tube but not returned for investigation. After the repair, the ventilator passed several pre-use checks and was ventilated for several minutes on a test circuit with no issues or variation in the peep (positive end expiratory pressure) reading. The ventilator was cleared for clinical use. Since no components were returned for investigation, the exact root cause of the variations in peep reading has not been determined.